Event description:
Pt reports pump not working as well. No further details were given. Serial number - (B)(6). Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Upon patient return did we replace device? Yes, what is the outcome of the event? Resolved. Diagnosis for use: other inflammatory polyneuropathies.